Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation results concluded that the reported customer complaint could not duplicated during testing. The reported error was found in the instrument error log but the issue could not be reproduced during testing. The device was serviced and returned to the user facility.

Event description:
The customer reported that the device gave a error e433 internal hardware fault. It was reported that the device cycled through but did not power up. There was no patient harm reported and no additional information provided.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's investigation. A review of the DHR showed that the device was manufactured according to the valid instructions and met all specifications. There was no non-conformance associated with the device with respect to the reported issue. The issue reported by the customer was evaluated as plausible. According to the event description, the device would not power up and received error e433. This error was located in the error log, but unfortunately could not be reproduced. The e433 error is activated by the device¿s safety system, which triggers the device to restart. Possible causes are: 1. The operator activates the footswitch during generator booting (temporary fault if caused by user action) 2. A defective foot switch (temporary error). This has been address in the CAPA. 3. A defective foot switch (temporary error, defective reed contact). 4. A defective cable connection between hvps board and generator board (temporary or permanent error). 5. Defective hvps board (permanent error). 6. Defective generator board (permanent error). In this case, the cause of the e433 cannot be confirmed. A deeper investigation of generator boards related to error e433 showed that a destroyed transformer t1 caused this issue. An improved generator board for the affected device was introduced in the middle of july 2020. The risk has been evaluated as low as is possible within a reasonably achievable manner. The error message e433 is triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. It is part of the device's own security system. In critical cases, further use of the device is prevented by the security system until the error has been corrected. The customer is required to check the function of all devices used prior to procedure. In addition, according to the IFU, a suitable replacement device must be provided during use. Most errors triggered by the safety system of the esg-400 can be regarded as non-critical, as long as these errors only occur sporadically. In case errors occur frequently or even permanently, the affected generator should be forwarded to a licensed repair facility.